Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer stated reprocessing was performed according to product instructions for use. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage at electrical connector and biopsy channel. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in evis exera ii gif/cf/pcf type 180 series operation. Manual chapter 3 preparation and inspection: IFU states the preventative measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that there was a crack on the light guide lens, the grip had a scratch, the air/water cylinder had no color, suction cylinder had no color, the switch 1 had a cut, the switch flexible printed circuit had corrosion due to water leakage, water tightness was lost due to damage on guide pin of electrical connector, the electronic export flexible printed circuit had corrosion due to water leakage, the charged coupled device flexible printed circuit had corrosion due to water leakage, water tightness was lost due to damage on the channel tube, there was wear of angle wire causing bending in the up/down direction to not meet standards, light guide bundle had breakage, the nozzle was deformed, the objective lens had a crack, there was a wrinkle in connecting tube and the universal cord had buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii gastrointestinal videoscope had a control knob problems and a crack of the distal end. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the air/water cylinder had brown foreign material, which has been attributed to insufficient cleaning. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.